Event description:
The ez35b was used during a laparoscopic appendectomy. It was reported the device failed. A second device was opened to complete the case. There was no buttressing material used. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400:detached right outside wedge and bent knife. Facility experienced an event with your endopath linear cutter while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned with product inquiry #972563. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition n/a, cartridge return batch number n/a, condition of knife bent, instrument number 254. Functional tests & results: condtion of firing trigger lockout good, condition of pinion gear good, condition of short rack good, condition of yoke good, test cartridge batch # j00l0w. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned witha detached firing wedge. The instrument was disassembled and found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damaget to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire thourgh a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.